Event description:
It was reported the subject device had a connection at the light lead broken. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation for the event of "connection at the light lead is broken", it is likely the following led to the malfunction: this event is caused by a component failure of the light guide post. Also, based on the results of the investigation for the event of "particles visible inside optical system", it is likely the following led to the malfunction: this event is caused by a component failure of the insertion tube. The lens failure is optical component problem, but the cause of this failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.